Manufacturer narrative:
Concomitant medical products: 5076-52 lead; 5076-45 lead, implanted: (B)(6) 2006; c4tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was done, but the patient felt slightly worse and was struggling to breath. Reprogramming was done again, which resolve the stimulation and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.